Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that numbers and markings were wearing off on endotracheal tube, resulting in the label becoming illegible. This caused staff to be unable to see where the tube was taped, leading to difficulty in properly advancing and re-securing the tube. As a result, the patient was required to be reintubated.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection was performed, and it was noted that the printing on the tube was partially erased. It was reported that numbers and markings were wearing off on endotracheal tube, resulting in the label becoming illegible. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risks to the patient. The tube is for single patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated use of these devices beyond 29 days. Decisions about tracheal tube changes should be made by the responsible physician or designate using accepted medical techniques and judgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.